Event description:
A patient reported experiencing inaccurate low results with a ot basic original meter. The patient's blood glucose results were 53mg/dl, 190mg/dl. Tests were done less than 10 minutes apart with a difference of 101%. Patient did not experience any adverse events. No further information has been reported.